Manufacturer narrative:
UDI number: ni.

Event description:
The recipient reportedly developed a multi-drug resistant infection at the implant site. The recipient underwent a skin graft surgery due to a thin skin flap. The recipient's device was rinse with dexamethasone; however the treatment was not successful. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has been resolved.this is the final report.

Manufacturer narrative:
The recipient is reportedly doing better.

Manufacturer narrative:
(B)(4). The recipient reportedly developed an infection with abscess, which was drained. The recipient was diagnosed with biofilm, after six weeks of IV antibiotics (meropenem). The implant was removed from the bed, scrubbed and embedded in gentamycin film, then repositioned. The recipient was provided with oral ciprofloxacin. A second abscess developed and the recipient underwent surgery to scrub the device and cover it with gentamycin film. The recipient was provided with oral ciprofloxacin a second time. The infection was localized over the device. The recipient's device was explanted.